Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("severe chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menorrhagia. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), pelvic discomfort ("increasingly discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), rash ("excessive rashes"), alopecia ("excessive hair loss") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, cornuectomy, da vinci). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dyspareunia, pelvic discomfort, pelvic pain and rash to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jun-2020: medical records received- new reporter, medical history and removal procedure were added. This case is being submitted retrospectively following an internal review based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("severe chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menorrhagia. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), pelvic discomfort ("increasingly discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), rash ("excessive rashes"), alopecia ("excessive hair loss") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, cornuectomy, da vinci). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dyspareunia, pelvic discomfort, pelvic pain and rash to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.